Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to claim intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional, but device did vibrate. Dexcom has issued an rga for patient's mother to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent audio output.

Manufacturer narrative:
(B)(4).